Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to pain and instability. The femoral component and ps insert were revised. The revised implants were not loose, broken, or worn. Patient was revised to a femoral component with augments and stem, and a ps insert. Rep reported that no further information will be available.